Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray revealed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was bent within the device housing. Therefore, based upon the cannula firing automatically, the investigation is confirmed for cannula self-activation. Additionally, based on the insufficient tang engagement, the investigation is confirmed for the alleged cannula priming issue. The bent left bumper is the most likely root cause of the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that prior to a biopsy, the first slide of the device was allegedly failed to prime. There was no reported patient contact.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a biopsy, the first slide of the device was allegedly failed to prime. There was no reported patient contact.